Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room (ER) due to feeling light headed. Patient's heart rate was in the 20s. The right ventricular (rv) lead was suspected to have a lead fracture. The rv lead also exhibited noise episodes. The rv lead was capped and replaced with competitor leadless pacemaker on (B)(6) 2021. Patient was stable.